Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable lead were administering inappropriate shocks and pacing inhibition due to oversensing on the rate/sense channel. This ICD has been in service for approximately 2 months, while this lead has been in service for approximately 3 years. The physician elected to cap the rate/sense portion of this lead, and replace it with a similar lead. Once the new lead was in place, oversensing was again noted. Visual inspection of the ICD noted blood to be in the header. The physician elected to explant and replace the ICD with a similar device. No patient complications were noted during the procedure.